Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that the patient faced an infusion set leakage issue event on (B)(6) 2026. The infusion set tubing was leaking. The infusion set had been in use for one day. No further information available.